Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer was in the intensive care unit at the time of call. Customer was wearing the pump at the time of hospitalization. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 460 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.